Event description:
The customer reported erroneously low white blood cell (wbc), red blood cell (rbc), hematocrit (hct), mean cell volume (mcv), mean cell hemoglobin (mch), mean corpuscular hemoglobin concentration (mchc) and elevated red blood cell (rbc), hemoglobin (hgb), and hematocrit (hct) results, for one patient, involving the unicel dxh 800 coulter cellular analysis system. The customer stated hemoglobin and hematocrit (h&h) check failures were generated. Subsequent analysis of the patient's sample, on the same instrument, recovered normal results. The erroneous results (auto verified) were released out of the laboratory. An amended report was issued to the hospital. There was no report of patient injury or change in patient treatment associated with this event. Controls are performed once every 24 hours and were within specification after the event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. A definitive cause of the event is unknown.